Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained lead noise due to post paced t wave oversensing on ventricular channel was noted. Patient was asymptomatic. Programming changes were made and patient condition was well after the event.